Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, the reported symptoms are very likely due to a migration of the floating mass transducer (fmt) from its original position most likely caused by the reported migration of the implant body. The patient was explanted and re-implanted with vorp 503. This is a final report.

Event description:
The explanted device was received in innsbruck for investigation. As per the explant report, the device was explanted due to migration of the implant. There is no known medical condition or accident which may have caused the migration to occur. However information received from the field stated that the reason for the explantation was a decrease in the hearing performance which occurred over time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received in innsbruck for investigation. As per the explant report, the device was explanted due to migration of the implant. Further information will be requested.